Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "fails accuracy +7.40%". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. The customer's reported problem was unable to be confirmed. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy® pca pump fails accuracy +7.40%. There is no report of any patient involvement.